Event description:
This lead was explanted and replaced due to a lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 45 cm distal to the is-1 connector pin. Only the distal fragment was received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually and electrically analyzed. During the visual inspection multiple marks of abrasion were detected in the distal lead region, however the insulation was not breached and a lead fracture could no be confirmed. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Damages like the from the ring electrode ruptured insulation most likely occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.